Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8300 was not detected the 8015, which was not identified during the customer call. The tech support recommended replacing the etco2 board, but the issues still persist and advised the customer to try to replace the logic board and provided the part number 49000951 as the customer wanted to replace before sending it for repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported part number 8300 is not detecting on the 8015. There was no patient involvement.